Manufacturer narrative:
Per the t:slim user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after using an "off-label insulin" (type not reported), the pump stopped delivering insulin. As the pump was not available at the time of the report, tandem technical support was unable to perform a pump system check. Upon follow up, contact reported that the customer reverted to using an alternate pump for insulin therapy and did not require further assistance. There was no reported impact to blood glucose.